Event description:
It was reported the patient underwent a surgical procedure on (B)(6) 2022 and shut off the ipg. Subsequently, the ipg was unable to communicate with the patient's controller and remains off.

Manufacturer narrative:
Correction: section d10 -the first listed concomitant device should have been scs lead (x2) rather than scs anchor (x2). A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient's system was explanted and replaced on (B)(6) 2023.